Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented a remote transmission after receiving a vibratory patient notification. The stored egms revealed that the device exhibited post-paced t-wave oversensing. Programming changes were made to resolve the oversensing, and an induction test was successfully performed.